Event description:
The customer reported that the x-ray switch was sticking, and they had to shut the unit down to stop the system. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep was not able to reproduce the problem. He replaced the x-ray switch and adjusted the 5 volt dc line then cleaned the contact connector on the power supply. The system operates as intended. The ge service rep returned at a later date at the customer's request stating the unit was flashing when a x-ray was taken. The ge service rep troubleshot the system and found that the unit kvp intermittently would not track properly. He replaced the monoblock controller and performed a filament calibration. The system operated as intended.